Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their was a sensor anomaly. Customer advised they were unable to find the copper piece of the sensor and that the needle piece was possibly stuck inside of their stomach. The sensor will not be returned for analysis.